Event description:
It was reported that balloon rupture occurred. A 14-2/5.8/75 xxl balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured inside the artery. There were no patient complications reported.

Manufacturer narrative:
Device was returned to the manufacturer: the xxl balloon dilator was received and underwent a visual examination. It was identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear in the balloon material was discovered. No damage or issues were noted with the markerbands, tip or shaft of the device. No other issues confirmed. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. A 14-2/5.8/75 xxl balloon dilator was advanced for dilatation. However, during the inflation, the balloon ruptured inside the artery. There were no patient complications reported.